Event description:
During follow-up, low pacing impedance was observed on the right ventricular lead. The event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.